Event description:
Customer stated "vent needs 10k pm; also has low tidal volumes with no alarms. Ventilator was just put on a pt when rcp noticed pt's chest was not rising and no audio alarms". Ventilator was switched out, no harm to pt. Testing showed: audio alarms noted during post. Ventilator alarming with no circuit on vent. Performed extended self test (est), ventilator passed. Performed volume test from performance verification test (pvt), ventilator tested within factory specs. Unable to duplicate customer report. The customer service engineer installed a level ii preventive maintenance (pm) kit in ventilator. Ventilator passed est, pvt and electrical safety tests.